Event description:
It was reported that during central processing, the top part of the monopolar curved scissors (mcs) was missing. There was no report of patient involvement. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: this was all discovered during reprocessing and testing, no patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed. Visual inspection was performed and the instrument was found to have scratch marks/abrasions. No broken pieces were observed. The in-house mcs accessory tip was attempted to be installed during in-house testing . The mcs tip was not able to be properly installed. Additionally, the instrument was found to have a sheath distal coextrusion lodged at the tube adapter. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.